Event description:
It was reported that shaft break occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use. However, during unpacking, it was found out that the shaft was broken. The procedure was completed with another of the same device.